Event description:
Acclarent was notified on (B)(6) 2011, of a domestic event that occurred on (B)(6) 2011, during a sinus surgical case when acclarent balloon dilation technology was used. Prior to inflating the balloon the scrub tech pushed the piston handle with great force to begin filling the balloon. She then locked the locking lever on the inflation device. When the tech began to inflate the balloon she could only inflate to 5-6 atmospheres of pressure. She was instructed by acclarent rep to take the balloon to 8atm's of pressure but she could not turn the piston handle anymore. The inflation device was bottomed out. The acclarent reps instructed her to release the locking lever and pull negative on the piston handle. The tech had a great deal of difficulty releasing the locking lever. The pt oxygen saturation level was fine reading 100%. With great force the tech was able to unlock the locking lever and pull negative. Pt oxygen saturation level was still at 100%. The balloon was removed without any issues. The tech prepped the inflation device and attached to the balloon again and handed to the surgeon and the balloon was inserted over the stenosis. The balloon was reinflated using the same inflation device and was taken up to 8atm's without difficulty. The balloon was held at 8atm's for 90 seconds. The balloon was deflated, handed back to the tech, reprepped, and handed back to the physician for another inflation that lasted for 2 minutes. The balloon was inflated, again to 8atm's, and was taken down after 2 minutes without any issues.

Manufacturer narrative:
The inflation device bottom out during the procedure. The scrub tech had a great deal of difficulty releasing the locking lever. She need to use great force to unlock the locking lever. Bottoming out of the device could cause the airway balloon to become difficult to deflated. This may result in the physician pulling the balloon against resistance. Acclarent will continue to monitor this phenomenon for trending purpose. This report is being submitted in an abundance of caution.